Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Event description:
It was reported in a journal article that one patient experienced anterior impingement leading to exchange of the acetabular cup in an unknown timeframe. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). G2 report source : foreign: switzerland literature : jana f. Schader, caroline thalmann1, katharina s. Maier,tom schiener, karl stofel2,3 & arno frigg (2023) prospective evaluation of clinical and radiographic 10-year results of fitmore short-stem total hip arthroplasty. Journal of orthopaedic surgery and research. (1-6). Https://doi.org/10.1186/s13018-023-04359-3. . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a3; b5, d6a; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the new available information, it can be assumed that the cause of the impingement could be the reduced cup anteversion. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient experienced anterior impingement leading to exchange of the acetabular cup in an unknown timeframe. The symptom displayed by the patient was inguinal pain and the possible cause of the impingement could be the reduced cup. Due diligence has been completed for this complaint; to date all available additional information has been received.